Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted to treat a refractory benign pyloric stricture during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the stent partially deployed. The stent was removed partially deployed on the delivery system and the procedure was completed using a cre dilation balloon to provide relief and resolution clips. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed to treat a pyloric stricture. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be placed in the pylorus.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.